Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. The customer¿s bg level was displayed as ¿low¿; however, a specific value was not provided. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that the customer experienced an elevated bg level. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. Cause was not known. The elevated bg was addressed by a correction bolus via the pump and changed cartridge and infusion set.